Event description:
It was reported that log files were sent for review due to multiple no external power alarms. Log file review confirmed two separate series of no external power events on (B)(6) 2022 that were caused by power to the mobile power unit being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of no external power alarms, was confirmed via the submitted log file. The log file contained 256 events spanning approximately 4 days (from mar 5, 2022 to mar 9, 2022). There were two loss of external power events while using the mpu. The first occurred on mar 8, 2022 13:19:39 and resolved at 13:19:52 (lasting 13 seconds); the second occurred on mar 8, 2022 13:28:53 and resolved at 13:28:57 (lasting 4 seconds). Over those periods, the mpu output eventually dropped to zero volts resulting in no external power alarms. The mpu was the power source at the start and end of each event. The controller operated on backup battery power during the events. The battery capacity (rsoc) indicators and operating voltages (cable voltages) corresponded to a loss of mpu output. Multiple requests for additional event information were sent to the customer. The customer did not report additional event information. The mpu was not returned for evaluation. Although the loss of external power events were confirmed in the log file, the root cause for the reported event was not determined in this investigation. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook (rev c) and the heartmate 3 lvas IFU (rev c). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (rev c) and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (rev c p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿) and the heartmate 3 lvas IFU (rev c p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿). The mpu assembly was made jan 15, 2018. The mpu unit was packaged and placed into stock on jan 24, 2018. The unit was sent to the customer on feb 16, 2018. No further information was provided. The manufacturer is closing the file on this event.